Event description:
A tandem mobi cartridge alarm was reported by the customer on three separate occasions. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm issue and decided to replace the pump.